Manufacturer narrative:
Argus case: (B)(4).

Event description:
Accidental product ingestion [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from the consumer via call center representative (phone) on 10dec2021. Consumer stated, "I drank 2 sips of water in which corega tabs were dissolved. I'm not doing badly now. If something happens, I will be happy to call again."